Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Product damage (introducer kink): the cause of the introducer kink was due patient condition related as clinical details noted that patient had tortuous anatomy. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Coding have been updated under section h as per additional information received. Clinical assessment: additional sheath needed to be used in hrpci because of observed kinks in positioning sheath during introduction. However, this was not a malfunction of the sheath but rather cause by the tortuous anatomy of the patients vessel. Engineering assessment: sheath was kinked to to anatomy and replaced with new sheath which subsequently kinked as well. However, procedure able to proceed normally.

Event description:
It was reported that the impella long sheath was placed, however noticed a kink in sheath secondary to tortuous femoral artery. Sheath repositioned but still difficult to pass diagnostic catheter. The sheath was replaced with new 14 fr sheath. Found similar kink in replaced sheath due to anatomy. Subsequently able to pass diagnostic cath with aid of buddy wire. Balloon valvuloplasty of av completed using peel away access. Impella subsequently placed. Some difficulty crossing aortic valve. Buddy wire with diagnostic catheter facilitated push ability and crossing. Left ventricle depth confirmed with 0.18 to valve cusp followed by slack removal. The percutaneous coronary intervention was completed. The patient was weaned with stable hemodynamics and the pump explanted with good hemostasis. This report is for the 2nd introducer that kinked and an additional report will be sent for the 1st one that was used.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.